Manufacturer narrative:
Customer complaint notes stated. Battery lasts less than expected. Pump monitored for several days. Pump received with normal operating current. Pump passed displacement test and self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor and vibrator assembly noted. Pump received with corroded battery tube, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.